Event description:
The device was placed for a breast localization procedure. During surgery the surgeon used a "bovie" adjacent to the hookwire, not touching the wire. However, the "bovie" sparked and the wire separated at the proximal aspect of the thick portion of the hookwire. They were able to obtain the biopsy and remove the separated wire segment from the pt.